Event description:
It was reported that a patient presented in the operating room for change out due to normal eri. Externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the lead tip measuring 57.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.0-10.0cm from the distal tip. The etfe was damaged at this location, consistent with the surgical procedure. Internal insulation abrasion was noted at 6.0-7.5cm from the distal tip. Internal insulation abrasion under the svc shock coil and extending past the proximal end of the svc shock coil was noted at 0.0-2.9cm from proximal end of the svc shock coil. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.